Event description:
A patient with an implantable pulse generator (ipg) system was reported as deceased eight days following the implant procedure. It was reported that the patient suffered reversed cardiopulmonary arrest associated to an absence of pacemaker signal. Evaluation by the physician later reported no evidenced problem with the device. On the fifth post-operative day, new occurrences related to the device followed by the patient death were reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID: 5071-53, implanted: (B)(6) 2012. (B)(4). The device was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.